Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged breast cancer while using the device. Medical intervention was removal of the breast, chemotherapy and radiation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging breast cancer related to a CPAP device's sound abatement foam. Medical intervention was removal of the breast, chemotherapy and radiation. The reported event of patient diagnosed with breast cancer was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case after first attempt to have the device and components returned for evaluation and investigation was unsuccessful and customer declined to respond to the gfe related questions and terminated the call. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.